Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: no tissue damage or patient injury reported. No bleeding reported. The specimen was placed inside the endocath bag, the ring was pulled and the bag was cinched. The endocatch instrument plunger was pulled back and then the plastic that stays on the ring (after it is cinched) fell off into several pieces inside the patient. The pieces were all removed.